Manufacturer narrative:
Should additional information become available, a supplemental report will be provided.

Event description:
It was reported that that this subcutaneous cardioverter defibrillator was suspected of exhibiting premature battery depletion behavior and triggered an alert. Technical services were consulted and advised that there is sufficient capacity to deliver 6 shocks with a charge time of less than 15 seconds if replaced within 90 days. This device currently remains implanted. No adverse patient effects were reported. Additional information: new information was provided from the health care provider, indicating that the patient was recently seen in clinic to perform a device interrogation with a 3300 programmer; however, telemetry was unable to be established. Additionally, beeping tones could be heard with the magnet. Several troubleshooting steps were performed as previously recommended by technical services (ts); however, the related programmer was unable to retrieve patient information. Technical services were consulted again, and recommended further troubleshooting options, and suggested that the patient perform a patient initiated interrogation when they return home. Ts also discussed that the inability to interrogate the device is unlikely related to the premature battery depletion. This device still remains implanted and in service. The device is still within the 90-day changeout interval.

Manufacturer narrative:
This device is expected for return. Following completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that that this subcutaneous cardioverter defibrillator was suspected of exhibiting premature battery depletion behavior and triggered an alert. Technical services were consulted and advised that there is sufficient capacity to deliver 6 shocks with a charge time of less than 15 seconds if replaced within 90 days. This device currently remains implanted. No adverse patient effects were reported. Additional information: new information was provided from the health care provider, indicating that the patient was recently seen in clinic to perform a device interrogation with a 3300 programmer; however, telemetry was unable to be established. Additionally, beeping tones could be heard with the magnet. Several troubleshooting steps were performed as previously recommended by technical services (ts); however, the related programmer was unable to retrieve patient information. Technical services were consulted again, and recommended further troubleshooting options, and suggested that the patient perform a patient initiated interrogation when they return home. Ts also discussed that the inability to interrogate the device is unlikely related to the premature battery depletion. This device was explanted and replaced. No additional adverse patient effects were reported. This device is expected for return.

Event description:
It was reported that that this subcutaneous cardioverter defibrillator was suspected of exhibiting premature battery depletion behavior and triggered an alert. Technical services were consulted and advised that there is sufficient capacity to deliver 6 shocks with a charge time of less than 15 seconds if replaced within 90 days. This device currently remains implanted. No adverse patient effects were reported. Additional information: new information was provided from the health care provider, indicating that the patient was recently seen in clinic to perform a device interrogation with a 3300 programmer; however, telemetry was unable to be established. Additionally, beeping tones could be heard with the magnet. Several troubleshooting steps were performed as previously recommended by technical services (ts); however, the related programmer was unable to retrieve patient information. Technical services were consulted again, and recommended further troubleshooting options, and suggested that the patient perform a patient initiated interrogation when they return home. Ts also discussed that the inability to interrogate the device is unlikely related to the premature battery depletion. This device was explanted and replaced. No additional adverse patient effects were reported. This device was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that that this subcutaneous cardioverter defibrillator was suspected of exhibiting premature battery depletion behavior and triggered an alert. Technical services were consulted and advised that there is sufficient capacity to deliver 6 shocks with a charge time of less than 15 seconds if replaced within 90 days. This device currently remains implanted. No adverse patient effects were reported.